Event description:
Caller reported blood glucose results of "300s-400s" mg/dl and "140-150" mg/dl on the aviva system within 10 minutes. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.